Event description:
User facility reported an uneventful novasure (ns) ablation in 2009, done immediately following a hysteroscopy, dilatation and curettage (d&c) polypectomy, and sounding. The pt was discharged home following a brief recovery period. She was later admitted to the hospital in "septic shock". Treatment included intravenous (IV) antibiotics. A computed tomography (CT) scan and kidney, ureter, and bladder (kub) x-ray were ordered "which were both negative". During follow-up ten days later, the physician resident, caring for this pt while hospitalized, reported the pt called her physician 12 hours post ns procedure with a fever of 101.4 degrees fahrenheit (f). She returned to the physician's office 24 hours post ns with pain and continued fever and was admitted to the hospital. Within 12 hours of admission the pt became hypotensive and her temperature rose to 104.7 degrees f. And was transferred to intensive care unit (ICU). The pt's blood cultures were positive for group b streptococcus. Treatment included antibiotics and she improved. The pt was discharged home on augmentin. During follow-up received on 06/29/2009 the physician reported the pt spent 3 days in the ICU and was discharged home a week after the original date, where she completed 2 weeks of antibiotic therapy. The physician reported the pt has been seen on follow-up and is doing well.

Manufacturer narrative:
Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.